Manufacturer narrative:
Concomitants: 1740459 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm 2914040 02-010-01-0250 - logic femoral ps cem left sz 5 3550289 200-02-32 - three peg patella 32mm the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ united states (mdl no. 3044) related case for revision of rk documented on (B)(4). It was reported that approximately 119 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, instability, recurrent effusions, extensive synovitis, osteolysis, aseptic loosening of femur and tibia, and grossly loose patella; delaminated polyethylene debris. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Correction: please disregard initial report as it was determined this product was logged in error and is not reportable.